Event description:
Related manufacturer reference number: 2017865-2023-73041. It was reported that diaphragmatic stimulation was noted on the left ventricular (lv ) and no capture was noted on the right atrial (ra) lead. Both leads were explanted. There were no adverse health consequences, the patient was stable.